Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient has twiddlers syndrome, causing the ICD to flip in the pocket. The device was placed sub pectoral during the revision. The patient tolerated the procedure well and left the room in stable condition.